Event description:
This device was returned. This pt fell at home and returned home complaining of knee pain. The pt was transported back to the hospital "coded in route to the e.r" and expired in 2009. The medical examiner requested an analysis of the device for complete functionality.